Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hypoglycemia with blood glucose level of over 50 mg/dl to 70 mg/dl. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was treated with food. Customer reported they had not contacted their healthcare professional regarding the low blood glucose level. Customer stated that auto mode feature was on. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose event. Customer stated that insulin pump did not allege over delivery. The insulin pump will not be returned for analysis.